Manufacturer narrative:
The returned product was evaluated and the reported failure of the needle mechanism to properly deploy the cannula was confirmed. Mechanism rails-wings did not capture slide insert was determined to be the root cause. Release records were reviewed and the product met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that his blood glucose level was >500 mg/dl after wearing the pod longer than 48 hours.